Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2010, the patient had essure inserted. On (B)(6)2022, 4279 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 43-year-old female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, the patient underwent medical device removal (seriousness criterion intervention required), 11 years 8 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2022. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) essure removal [medical device removal] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a 43-year-old female patient who had essure inserted (lot no. 704633) for female sterilisation. The patient had a medical history of sleep apnea, seasonal allergy, fibromyalgia, depression, constipation chronic, autoimmune disorder, asthma, arthritis, anxiety, abdominal pain, parity 2, gravida ii, morbid obesity and fibromyalgia. The patient had a family history of coronary heart disease, diabetes, arthritis, cervical cancer, uterine cancer, hypertension, heart failure, heart attack and thyroid disorder. Concurrent conditions were listed as rash, itching, alopecia, dry skin, chronic back pain, weight gain, metrorrhagia, weight gain, abnormal uterine bleeding and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4279 days after essure insertion and 120 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] (date unknown): proliferative endometrium with features suggestive of underlying endometrial polyp [cytology] on (B)(6) 2003: interpretation atypical squamous cells of undetermined significance specimen adequacy. Satisfactory for evaluation endocervical. Component/transformation zone present. Clinical information clinical history provided: c02-b411 negative; mirena. [Hysterosalpingogram] on (B)(6) 2010: tubes are occluded. [Pathology test] on (B)(6) 2021: final diagnosis: fallopian tube tissue, right and left, bilateral salpingectomy: bilateral, completely transected unremarkable, fallopian tube tissue. Gross description: fallopian tubes bilateral" are two red-purple fimbriated segments of fallopian tube that are intact and measure 5.5 and 7.0 cm in length. Both proximal margins have coiled metallic wires protruding from the os. [Physical examination] (date unknown): patient has normal external genitalia with no vulvar lesions. The vaginal mucosa is unremarkable. The cervix is parous with no lesions. On bimanual exam there is uterine. Descensus to within 3 cm of the introitus. Uterus is midline mobile mildly tender to palpation and approximately 7 cm in size. The adnexa are not palpable due to habitus. [Pregnancy test urine] on (B)(6) 2021: negative. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. Lot number added. Lab data including surgical pathology report has been added. Medical history & concomitant conditions were added. Additional reporter added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Essure removal [medical device removal] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal") in a 43-year-old female patient who had essure inserted (lot no. 704633) for female sterilisation. The patient had a medical history of sleep apnea, seasonal allergy, fibromyalgia, depression, constipation chronic, autoimmune disorder, asthma, arthritis, anxiety, abdominal pain, parity 2, gravida ii, morbid obesity and fibromyalgia. The patient had a family history of coronary heart disease, diabetes, arthritis, cervical cancer, uterine cancer, hypertension, heart failure, heart attack and thyroid disorder. Concurrent conditions were listed as rash, itching, alopecia, dry skin, chronic back pain, weight gain, metrorrhagia, weight gain, abnormal uterine bleeding and pelvic pain female. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4279 days after essure insertion and 120 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] (date unknown): proliferative endometrium with features suggestive of underlying endometrial polyp [cytology] on (B)(6) 2003: interpretation atypical squamous cells of undetermined significance specimen adequacy satisfactory for evaluation endocervical component/transformation zone present clinical information clinical history provided: (B)(6) negative; mirena. [Hysterosalpingogram] on (B)(6) 2010: tubes are occluded. [Pathology test] on (B)(6) 2021: final diagnosis: fallopian tube tissue, right and left, bilateral salpingectomy: bilateral, completely transected unremarkable fallopian tube tissue gross description: fallopian tubes bilateral" are two red-purple fimbriated segments of fallopian tube that are intact and measure 5.5 and 7.0 cm in length. Both proximal margins have coiled metallic wires protruding from the os. [Physical examination] (date unknown): patient has normal external genitalia with no vulvar lesions. The vaginal mucosa is unremarkable. The cervix is parous with no lesions. On bimanual exam there is uterine descensus to within 3 cm of the introitus. Uterus is midline mobile mildly tender to palpation and approximately 7 cm in size. The adnexa are not palpable due to habitus [pregnancy test urine] on (B)(6) 2021: negative batch number 704633, manufacture date 2010-01-31, expiration date 2013-01-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 19-aug-2025: quality safety evaluation of ptc. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.